Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. We couldn't investigate because the device was checked by distributor side. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image flicker. As this just ship and didn't use on any reprocessing or hospital install. Scope is check at distributor side before sending out for demo purpose. Scope is in good condition and didn't fail leakage test. This event occurred at the time of before use. There was no report of patient harm.